Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up after having received inappropriate shocks due to noise and oversensing intracardiac signals. The lead was capped and replaced. Patient condition was good before and after the event.